Event description:
It was reported that during training, an ilet device displayed recurring malfunction alarms identified as software runtime and external flash write errors, and the user was instructed to restart the device without resolution; the user continued prior therapy while a replacement was arranged. Symptoms included no reported adverse clinical effects. Outcomes included device replacement and continuation of existing therapy. Investigation included customer service troubleshooting and coordination for device replacement. Investigation of this case revealed a persistent software runtime error associated with device malfunction that was not resolved by power cycling and device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms . It was concluded that the cause was a software-related malfunction of the device and also a hardware failure and was replaced.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.